Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a lesion at an unknown location in 2004. Vessel tortuosity and lesion calcification are unknown. It is unknown if the lesion was pre-dilated. It was reported that no anatomical challenges were observed during the procedure. The physician reported that the stent was not accurately positioned in the lesion and that operator error was the likely cause. No sequelae were reported and the pt is reported to be fine.